Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia. On (B)(6) 2022, the patient experienced left sided rectal pain and the constant feeling of fullness in the rectum. The patient required 2 percocet per day. The patient was put on cipro and flagyl with no signs of infectious symptoms. A computed tomography scan (CT) was performed and showed a possible abscess. Magnetic resonance imaging (MRI) was performed and showed the hydrogel was outside the rectal wall. The collection measured 4.7cc. The simulation CT was reviewed and indicated that the gel confirmed to the contour of the anterior rectal wall, showing some gel was possibly in the rectal wall. On (B)(6) 2022, a CT was reviewed and showed the fluid without contrast where the gel used to be, and slight rim of enhancement around it. MRI was reviewed again and showed a walled off section containing fluid, between the prostate and the rectum, in the location where the hydrogel used to be. The patient condition was improving, and the patient received external beam radiation therapy (ebrt) with 70gy x 28 fractions.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.